Event description:
Customer reported device not charging power cord has exposed wire at the area where the cord meets the plug adapter. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Although there was no serious injury or death reported, if a frayed power cord with exposed copper wires were to recur, it could result in a serious injury or death. Therefore, hillrom is reporting this malfunction.